Event description:
Customer reported a malfunction with the pump, indicated by a "momentary power loss to the vibrator motor." There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the pump was under warranty. Customer was informed to use manual daily injections as a backup therapy and instructed on returning the faulty pump, which the customer acknowledged and understood.